Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). (B)(6). (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of thrombosis is listed in the graftmaster rapid exchange (rx) coronary stent graft system, domestic instructions for use (IFU), as a known patient effect of coronary stenting procedures. In addition, it was reported that the patient presented with a pseudo-aneurysm in the common hepatic artery. It should be noted that the graftmaster rapid exchange (rx) coronary stent graft system, domestic, instructions for use (IFU) states: the graftmaster rx is indicated for use in the treatment of free perforations, defined as free contrast extravasation into the pericardium, in native coronary vessels or saphenous vein bypass grafts greater than or equal to 2.75 mm in diameter. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2016, the patient presented with a pseudoaneurysm in the common hepatic artery. A 4.0x16 rx graftmaster covered stent was implanted in the common hepatic artery without difficulty, sealing the pseudoaneurysm. Eight days later ((B)(6) 2016), the patient presented with bleeding in a different vessel (gastroduodenal artery), unrelated to the graftmaster, which was treated via coil embolization. An angiography performed at that time showed in-stent thrombosis of the implanted graftmaster; the thrombosis occluded the common and proper hepatic arteries. The patient condition was not worsened by the thrombosis and additional intervention to treat the thrombosis was deemed too risky for the patient due to a prior whipple procedure performed for a pancreatic neuroendocrine tumor in the head of the pancreas. Thus, no treatment for the thrombosis is planned. The patient is reportedly in good condition and has had no adverse patient sequelae related to the graftmaster as of (B)(6) 2016. No additional information was provided.